Event description:
During stenting of the right coronary artery with a promus rx stent, a spicule of calcium perforated the rca. A covered stent from a different manufacturer was utilized to close off perforation. Promus stent remains in patient. There were no documented difficulties with the deployment of the stent. Patient stable and transferred to ICU.